Manufacturer narrative:
Ddbc3d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead warning occurred shortly after implantation of the device. Reprogramming was performed to turn the right atrial (ra) lead off. The patient now experiences pocket stimulation in the lower media quadrant of the pocket area. A comparison of the use before date field and implant date found the lead was implanted after the use before date. The lead remains in use. No further patient complications have been reported as a result of this event.